Manufacturer narrative:
A return of the device has been initiated. Once the device is received an investigation will be conducted and a follow up will be submitted if required.

Event description:
It was reported that, the unit got really loud and was making a whistling noise. The patient did have to go to the hospital due to low o2 saturation. The inogen team attempted to contact patient for further information three times with no response.